Manufacturer narrative:
(B)(4). Exemption number, e2014005.

Event description:
The event was reported by a customer from USA: "patient figured out the access code to the pca pump and changed his dosing- the customer claims the sapphire multi-therapy device being used for pca therapy was tampered with by a patient. The pump had performed correctly. Patient received additional dilaudid but was not harmed. Date of the incident: (B)(6). Please provide full details regarding the circumstances which enabled the patient to figure out the pass-code? Patient viewed staff entering code and manipulated keys until he figured out the code. What was the initial bag volume? 50 ml. Was the pump placed in a lockbox during the treatment? Yes, but the code was entered by patients and pump settings changed. Patient involvement: yes." Based on recently received information, the reportability assessment was changed to 'reportable'.